Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote interrogation system noted radio frequency (rf) overuse in the pacemaker. It was determined that the rf overuse was due to the amount of alerts being triggered on the remote home monitoring system. A large amount of noise was detected on the right ventricular (rv) channel causing the pacemaker to store several inappropriate ventricular tachycardia (vt) episodes as a result of the ventricular rhythm being greater than the atrial rhythm. The alert for these types of episodes had been programmed on and was occurring daily. It was further noted that the lead safety switch (lss) had been triggered on the rv lead due to high out of range pacing impedance measurements for the lead and pacemaker. The lss changed the polarity of the lead from bipolar to unipolar. Further review found that two months earlier the impedance measurement for the rv lead increased from 430 ohms to 2650 ohms. It was noted that the rf overuse was significant enough to have an impact on the pacemaker's battery longevity, however boston scientific technical services (ts) recommended programming off the alert for ventricular rhythm greater than atrial which would help recover some battery longevity. The rv lead was programmed back to bipolar configuration. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received from the patient's daughter that the patient is experiencing extreme sleepiness, which was how he presented prior to having the pacemaker implanted. She has noted this for approximately five weeks. Boston scientific technical services (ts) referred the patient's daughter to the patient's following physician. A revision procedure was performed 20 days later where the right ventricular (rv) lead was surgically abandoned and replaced due to the out of range pacing impedance measurements. The pacemaker remained in service and no additional adverse patient effects were reported.